Manufacturer narrative:
The technician found the foot end brake casters are damaged. The technician replaced the foot end brake casters to resolve the issue.

Event description:
The technician alleged the brakes are not holding on the foot end of the stretcher. No patient impact.